Event description:
It was reported that unspecified bd infusion set had flow issues the following information was received by the initial reporter with the following: nurse reports that patient side occlusion alarms are "frequent and annoying" but understands that for patient safety, there has to be a high alarm and that working in the ed, it is common to put ivs in ac veins.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.